Event description:
It was reported that the patient experienced a very intense burning sensation at the implantable neurostimulator (ins) pocket site. There was also intense pain and myofascial hypersensitivity syndrome next to the ¿connector¿ and the cable trajectory to the ins. The event was ¿resolved¿ on (B)(6) 2013. The patient status was alive with no injury.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, implanted: (B)(6) 2012, product type: lead. (B)(4).